Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The blue sureform 60 reload was analyzed and the reported failure was confirmed. The reload was found to have the knife exposed within the knife track. The reload was fully fired and all the staples deployed. No information on the stapler used was provided. As a result, log review was unable to be performed. The reload was disassembled in-house for inspection and was found to have cartridge damage along the knife track. No material appeared to be missing. The reload was found to have mechanical indentations.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the blade did not fully deploy through the blue sureform 60 reload and the tissue was stuck in the stapler jaws. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed the procedure was a gastric bypass and that the issue occurred during the second fire while stapling across stomach tissue. The stapler completed the firing sequence with no issues or error messages. The staple line was completed with no gaps, missing staples, or bleeding. When the customer opened the jaws of the instrument, they observed that the blade had not retracted all the way and there was tissue stuck to the blade. There was also a staple stuck sticking straight out of the blade track. The customer used a robotic grasper instrument to separate the tissue from the blade. The tissue did not appear to be pushed out. The customer swapped out the reload and continued along the same staple line with no further issues. There was no unexpected tissue removal and there was no adverse effect to the grasped tissue. There were no obstructions to the firing sequence and the tissue was in normal condition. The instrument was disposed of after use.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.